Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture was noted at lcd and interface board per visual inspection. The insulin pump has cracked case at display window corners, reservoir tube and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 146 mg/dl. Customer attempted to bolus and the device would not work. Customer stated she was working out and had the device on her body. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.